Manufacturer narrative:
The impella device was received for evaluation. Upon completion of the investigation, a supplemental MDR will be filed.

Event description:
The complainant reported a patient (unknown race and ethnicity) undergoing high-risk percutaneous coronary intervention (pci) was preoperatively implanted with an impella cp device for mechanical circulatory support (mcs); however, it was noted the pump did not "work correctly; wrong flow." The impella cp device was exchanged to complete the protected pci. The pci was completed, replacement impella cp device was successfully weaned and explanted with a survived outcome.

Manufacturer narrative:
The investigation of low pump flow has been completed. Low pump flow: returned complaint cp pump visually inspected. No cannula kink observed. No biomaterial observed. No broken blade found. Impella cp connected to console to reproduce reported low pump flow issue at it run for more than 10 minutes. Flow was with specified limit at p-9. No low flow can be reproduced and no other issue observed. Clinical stated: after impella placement, pump did not work correctly. Wrong flow, wrong alarms. Unsuccessful repositioning attempted. Pump exchange. The cause of low pump flow issue cannot be determined due to lack of clinical details, no abnormalities on returned product, low flow not reproduced on returned pump, and data log not available to review.